Event description:
The distal tip of the protege rx stent dislodged on spiderfx wire post stent deployment. The tip was removed from the patient safely along with the filter basket. No injury to the patient reported. The physician did not pre-dilate lesion and did not "re-sheath" the stent catheter post stent deployment.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).